Manufacturer narrative:
The reported issue (it was reported that on there was a micro leak was detected at the junction of the inflation lumen and the drainage lumen. There was no reported patient injury.) Was unconfirmed - problem could not be reproduced. Per visual evaluation no damages along the catheter were found. During the functional evaluation the balloon was inflated with 5cc of air using a syringe and it was not deflated. After, the catheter balloon was inflated with 5ml of a mix of tap water and blue methylene using a syringe and was left for 30 minutes resting in a flat surface and no deflation was found. Then the catheter was handled at bifurcation area and in inflation valve/inflation arm. No deflation was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a micro leak was detected at the junction of the inflation lumen and the drainage lumen. There was no reported patient injury.

Manufacturer narrative:
The reported issue that (it was reported that on there was a micro leak was detected at the junction of the inflation lumen and the drainage lumen. There was no reported patient injury) was confirmed, as manufacturing related issue. Per visual inspection of the received sample no obvious defects along the catheter were found. Per functional evaluation water was injected by drainage lumen and a micro leak was noted by a cut below the bifurcation area on the drainage lumen. The cut from the bifurcation area on the drainage lumen measured 1/16¿ (0.0625¿). The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a micro leak was detected at the junction of the inflation lumen and the drainage lumen. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a micro leak was detected at the junction of the inflation lumen and the drainage lumen. There was no reported patient injury.